Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient met with a manufacturer representative when ¿one of the devices messed up.¿ they patient was asked when this occurred, and they stated that they did not know any information, and just reported that their device was working fine now. There were no patient complications reported as a result of this event.